Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the pacing lead was unsuccessful because the lead exhibited high, unstable thresholds in multiple positions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.